Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the fuel gauge leds on the patient's freedom onboard battery indicated a full charge while in the battery charger, but the patient's freedom driver exhibited a low battery alarm when the battery was inserted into the driver. The customer also reported that the patient was provided a replacement onboard battery. There was no reported adverse patient impact.

Manufacturer narrative:
The system management (smbus) data were reviewed and revealed the battery to be permanently disabled, likely the result of a cell over-voltage condition. A permanently faulted battery will display the state of charge when the permanent fault occurred when its gas gauge button is pressed while installed in a freedom battery charger, but will display zero bars of charge when the gas gauge button is pressed outside of the charger. Freedom driver system operator manual, section 6.5.1 checking onboard battery charge instructs patients to determine the charge status of each onboard battery before it is installed into a driver. Syncardia has a corrective and preventive action to address the issue of disabled battery output. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.